Manufacturer narrative:
Age or date of birth, weight, ethnicity - unknown, not provided. Initial reporter- email is unknown as it was not provided. (B)(4). The system was evaluated by a field service engineer (fse). The fse tested the laser and could not duplicate vertical gas breakthrough. The fse cut 30+ I-flaps and completed femto standard service call checklist. The laser is operating according to johnson & johnson surgical vision specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings, and operational errors. The review of the device history record (DHR) for the laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During laser vision correction surgery, vertical gas breakthrough occurred. A brief description from the surgery center indicated that during the procedure, there was gas breakthrough of the patients left eye (os) at the inferotemporal midway between the edge of the flap and the pupil. The surgeon elected not to lift the flap. The patient will be monitored for additional healing is to return to the center for photorefractive keratectomy (prk) in the near future. There was no loss of best corrected visual acuity (bcva) reported.